Manufacturer narrative:
H6: investigation summary no samples or photos were provided for the investigation, therefore retention samples from the same lot were evaluated for the reported defect of hemolysis. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, hemolysis, because the defect was not evident in the testing of the customer lot samples. Evaluations of both retain and control samples tested were acceptable. All tubes demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm this complaint for hemolysis. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported thebd vacutainer® lithium heparinn 75 usp units blood collection tubes experienced hemolysis (e.g. Blood sample) during use. This is complaint 2 of 3. The following information was provided by the initial reporter: the customer noticed" the electrolytes green tops are coming back hemolyzed." Customer states following proper technique. Additional information: nurse was able to redraw patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.(B)(4).

Event description:
It was reported the bd vacutainer® lithium heparinn 75 usp units blood collection tubes experienced hemolysis (e.g. Blood sample) during use. This is complaint 2 of 3. The following information was provided by the initial reporter: the customer noticed "the electrolytes green tops are coming back hemolyzed." Customer states following proper technique. Additional information: nurse was able to redraw patient.